Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not booting up (no noise from fan) and displayed a "no input detected" on the screen. The manufacturer representative (rep) had site reset the complementary metal oxide semiconductor (cmos) battery and the system booted up, but they never got pass the medtronic splash screen. The rep had the site boot up the system while pressing 'delete' and boot up without pressing anything. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735416, serial/lot #: (B)(6). H3/h6: the system was serviced in the field and the computer was replaced. Codes b01, c07, and d02 apply. The computer was returned for analysis. The computer had to be reset and the cmos battery was dead. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.